Manufacturer narrative:
Response to FDA request 3003768277-2015-00051 dated august 25, 2015.

Manufacturer narrative:
This incident during a service activity, due to the location of the part to be exchanged. This is the first time such an event during maintenance activities was reported to us. (B)(4).

Event description:
Philips received a report that during a service action on a mobile mr system, a service engineer was injured when bringing a magnetic spare part into the examination room. As there was a problem with the part, which was located in the examination room, he dismounted it with help of the truck driver, and repaired it outside the trailer. When he tried to reinstall it, with the help of the truck driver, the part was attracted by the magnetic field causing injuries to the fse and to the driver. The fse was medicated for cuts on three fingers and then admitted to hospital for a surgery in order to repair the tendons of the 3rd fingers of the left hand. The truck driver got minor injuries, no further treatment needed.

Manufacturer narrative:
(B)(4). .